Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event of the screen being "tilted." The programmer passed all testing, with no anomalies found.

Event description:
It was reported that when the programmer is turned on, the screen is "tilted." The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.